Event description:
Info received indicates the bed has no head up or down function, but will lower using the CPR function.

Manufacturer narrative:
The tech found that head, knee, and foot hi/low functions were not working properly. He replaced the check valves for all three functions, to repair the bed.